Event description:
It was reported that while hospitalized for an unrelated issue, the home patient (hp) experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause and treatment of peritonitis was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.